Manufacturer narrative:
Medical safety/clinical reviewed the event. The patient was a 73-year-old with a history of peripheral artery disease, coronary artery disease, hypertension, hyperlipidemia, and active tobacco use who presented with exertional chest pain. A nuclear stress test was positive, and cardiac catheterization revealed an 80% occlusion of the left anterior descending (lad) artery. During percutaneous coronary intervention (pci), a lad dissection occurred, and the patient went asystole requiring approximately two minutes of CPR, after which return of spontaneous circulation was achieved. The patient was intubated, and three stents were placed in the lad; however, the dissection could not be fully covered. The patient remained hemodynamically unstable with ongoing cardiogenic shock requiring high-dose vasopressors and was taken emergently for coronary artery bypass grafting (CABG) with planned impella support (indication: pccs/lcos). An unsuccessful attempt was made to implant an impella 5.5 via right axillary artery. After multiple attempts, the impella 5.5 could not be advanced past the innominate artery, and the procedure was aborted. An impella cp was subsequently implanted via axillary cutdown and was successfully placed. Impost impella cp implant same day, the patient experienced a major bleeding event with significant chest tube output, requiring transfusion of approximately 12 units of blood products intraoperatively. Over the subsequent days, the patient developed atrial fibrillation with rapid ventricular response, acute kidney injury requiring nephrology consultation and planned continuous renal replacement therapy (crrt), white blood cells elevated with concern for sepsis, and thrombocytopenia necessitating interruption of heparin therapy. The patient remained critically ill, intubated, and on combined mechanical circulatory support including impella (p4) and veno-venous extracorporeal membrane oxygenation (vv ECMO). It was noted despite ongoing support; there was no meaningful clinical improvement. A decision was made to withdraw life-sustaining support leading to the patient's subsequent demise. H6. Investigation type/findings/conclusion remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
Correction d4, g4. The investigation of the reported failure mode has been completed. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Tachycardia/ arrhythmia/ sepsis: the root cause of the injury was unable to be determined due to insufficient clinical details. Renal failure/ thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient presented to the emergency department with chest pain on exertion. The patient underwent nuclear stress test which was found to be positive. Patient was taken to the cath lab and it was revealed that the patient had 80% occlusion mid left anterior descending (lad). During percutaneous coronary intervention, the lad dissected. The patient went asystole and underwent cardiopulmonary resuscitation for 2 minutes. Return on spontaneous circulation was achieved the patient was intubated and lad was re-wired. 3 stents were placed to lad, but was unable to fully cover dissection. The patient continued to decompensate requiring high dose vasopressors. Impella cp discussed but due to poor femoral vessel size was not initially considered. Subsequently, the decision was made to proceed with impella cp support. While on support, there was a large amounts of chest tube output and the patient received 12 blood products in the operating room. After ICU transfer, the patient continued to receive blood products. The patient went into atrial fibrillation with rapid ventricular response. The patient converted back to normal sinus rhythm and back into atrial fibrillation. The patient¿s heart rate was in the 140s. An amiodarone bolus and drip was started. Nephrology was consulted to place a dialysis catheter and start continuous renal replacement therapy. The impella was repositioned by the surgical team to 3.6cm below the aortic valve. The patient¿s white blood cell count was elevated; the staff was concerned that the patient was septic. The heparin drip was held as the patient had a low platelet count. Their platelets were down to 33,000 and two units were ordered. Later, the doctor attempted cardioversion three times but it was unsuccessful and the patient remained in atrial fibrillation with rapid ventricular response. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.